Event description:
(B)(4) publication. A (B)(6) year-old woman presented recurrent episodes of abdominal pain and anemia with nonconclusive endoscopic, radiological, and scintigraphic evaluations. She received steroids, mesalazine, metronidazole, and azathioprine to a suspected diagnosis of crohn's disease (cd), without clinical improvement. The capsule did not pass through the ileocecal valve, but an abdominal x-ray was not performed as the pt discontinued follow-up. After 3 years, the pt presented an intestinal subocclusion and an abdominal x-ray revealed capsule retention (cr) located on the right lower abdominal quadrant, confirmed by computerized tomography (CT) scan. Elective laparoscopic surgery intended for stenosis correction and capsule withdrawal was performed, revealing extensive small bowel disease and adherences. The capsule was not detected and adherences dissolution was performed. After 4 months, a new abdominal x-ray revealed 3 metallic images in different intestinal segments suggesting capsule fragmentation (cf). A computerized tomography (CT) scan confirmed this finding and detected the presence of multiple small bowel stenotic areas. (Publication is attached).

Manufacturer narrative:
It was determined from the publication that the capsule was ingested in 2003. The radiograph shown in the publication was obtained three years after the capsule endoscopy and is dated (B)(6) 2006. It may be inferred, consequently, that the capsule in this case report is no longer in use and it has not been marketed since 2004. Since design changes were implemented, there have been no confirmed reports of capsule fragmentation.